Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The patient¿s healthcare provider (hcp) attempted to aspirate from the catheter access port (cap) but was unsuccessful. The pump contained dilaudid and bupivacaine. The patient¿s outcome was requested. Refer to manufacturer¿s report # 3004209178-2014-21546 for cap aspiration difficulties experienced with the newer pump.